Event description:
It was reported that during a laparoscopic gastric bypass with roux-en-y procedure, the instrument stapled but did not cut completely. There was no reported pt consequence. During analysis, the device produced malformed staples.